Manufacturer narrative:
Batch reviews performed on 05 july 2016. (B)(4). Additional information received on 22 june 2016 and includes: the pathogen results report shows the presence of klebsiella pneumoniae.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d. The surgeon revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.